Manufacturer narrative:
One sample model 2420-0007, lot 24123006 was returned for investigation. The set was examined for defects and abnormalities. The set was separated at the lower silicone segment. The ring retainer and tubing were measured and found to be within manufacturer's specifications. No other defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's review of the complaint, this cannot be confirmed to be manufacturing related as there is evidence that the ring retainer was assembled on the silicone segment. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set component separation the following information was received by the initial reporter with the following verbatim: it was reported by the customer that; small bubbles were present in the pump segment of the tubing and the pump would not continue to prime to site. I tried troubleshooting by cleaning the sensors in pump, readjusting position of the tubing in the pump, neither had worked. I had taken the line out of the pump and flicked hub above pump segment to remove bubbles, placed back into pump however pump continued to alarm. I removed line once more to flick bubbles at hub above the pump segment and the tubing between the pump segment and safety clamp had separated. I had not touched this area of the tubing on the line during troubleshooting. Chemotherapy was in the line and infused through the open system onto my hand and onto the floor. I immediately clamped bag of chemotherapy and called for assistance. Less than 15ml had come from the bag.